Event description:
The facility reported an infusion pump, which had turned off two times while infusing on a pt. Info regarding if there was pt injury or medical intervention needed was not available. The hosp rep stated there have been no reports of any pt incident involving this pump since the last baxter service event.